Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee ceiling system. During an interventional procedure, the user received an error message stating "no x-ray; please wait fd problem sc." The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During a patient procedure the x-ray imaging functionality suddenly became unavailable. Error message "no x-ray, please wait fd problem sc" was displayed. During trouble shooting on the affected system, the service engineer reviewed the log files and detected similar issues on various dates. One component of the digital image pre-processing (dipp) reported its state as not ready. Therefore, the flat panel detector (fd) was switched off. In this system state the generation of x-ray is prohibited. The service engineer replaced the affected optic cable and the problem did not recur since. This kind of error occurs very rarely. No systematic issue could be identified. No corrective action is planned based on the present event.